Event description:
It was reported the patient had no stimulation sensation and the patient verified that therapy was on. It was stated the patient was set at 4.3 volts amplitude and did not have other programming available and had reached their maximum for increasing stimulation. It was noted the patient had their device replaced and they could not keep the device working. Reportedly, the patient was concerned it was not working.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3889-28, lot# va01ha5, implanted: (B)(6) 2012, product type: lead. (B)(4).